Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2009, dtba1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an superior vena cava (svc) lead impedance warning due to high values. The therapies were programmed off. No patient complications have been reported as a result of this event.